Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 4/21/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: lot number provided wjmcp316.a33 is not valid. Please provide a valid lot number: please provide the photos mentioned under the initial report. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow up attempt for product return. Please provide tracking number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2026 and suture was used. The incident occurred during a laparoscopic cholecystectomy, at which point the needle detached from the thread. While there were no adverse consequences for the patient, the event posed a potential risk of needle loss in the surgical field. It is worth mentioning that it is the first case of this type that we have registered with this input. The event has already been entered into our technovigilance system and attached the photographs of the product for analysis and monitoring. There were no patient consequences reported. There were no surgical delays reported. Additional information was requested.